Event description:
It was reported that the ventilator generated o2 concentration high alarms while it was connected to a patient. To overcome the alarm an o2 cell adjustment was done but instead o2 concentration alarms followed. Another o2 cell adjustment was performed and this time o2 concentration high alarms followed. The ventilator was disconnected from the patient. Throughout the time period the patient¿s o2 levels remained stable at 98%. There was no patient harm. Manufacturer¿s ref. #: (B)(4).

Event description:
Manufacturers ref: #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated o2 concentration high alarms. The evaluation of the provided logs confirmed the reported issue. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The replaced part was returned for further investigation. Simulated use testing of the returned o2 gas module passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for four days. The root cause to the reported issue could not be established by this investigation.